Event description:
Child was on room air with no attached devices. Walked into the bathroom and the child pointed towards his trach (indicating problem with trach to lpn in attendance). Soft blue rubber piece was in place on tracheostomy and clear hard plastic piece was found on the floor on the child's room. Age of device 16 days.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.